Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported an error that could result in an inability to initiate mechanical ventilation. There was no report of patient involvement.